Manufacturer narrative:
The manufacturer previously reported a ventilator having an issue with the flow sensor assembly. The sensor board was also evaluated by the manufacturer's quality assurance laboratory. The root cause of the sensor board failing was due to the transducer (mt2) being out of tolerance caused by contamination.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at a third party service center, a failure related to the device's flow sensor assembly was observed. The flow sensor assembly was replaced to address the issue.